Event description:
It was reported that 5 days after a coronary drug eluting stenting treatment procedure, the pt returned following a cardiac arrest. The pt had an anterior infarction and had undergone thrombolytic therapy and stenting of the proximal lad in 2004. The implanting physician had deployed a taxus express2 3.0 x 24 mm drug eluting stent. There were no apparent complications during this procedure and there appeared to be a good result. The pt was discharged two days later on plavix and aspirin. After two days the pt suffered ventricular fibrillation cardiac arrest at home and was found unresponsive by their spouse. CPR was initiated prior to the arrival of the paramedics. Upon their arrival, pt was intubated and defibrillated multiple times. Upon admission to the nearest emergency room, pt was found to have significant anterior s-t segment elevation. Pt was then transferred to a second facility, where pt underwent angiography which revealed abrupt occlusion at the midpoint of the previously placed taxus stent, in a pattern consistent with subacute thrombosis with no antegrade filling and no filling of the distal vessel by collaterals. A cordis guide wire and a maverick 3.0 x 15 mm balloon catheter were advanced across the occlusion in the taxus stent. Multiple inflations were performed before and after administration of intracoronary nitroglycerin. Following this intervention, there was 0% residual stenosis and no filling defects noted within the stent. There still was a cutoff in the distal left anterior descending artery with slow reflow. No other significant obstructive lesions were noted in the lad. An 80% stenosis was noted in the obtuse marginal branch. The pt was given heparin and integrilin during the procedure, along with intracoronary vasodilators. The pt was hemodynamically stable but remained on a ventilator upon transfer to ICU. The pt suffered from hypoxemia encephalopathy, congestive heart failure and aspiration pneumonia during this hospitalization. Echocardiogram reveals severe apical hypokinesia and akinesia of the left ventricle and a small pericardial effusion. Pt was noted to have improvement of the encephalopathy and was extrubated eight days later. The pt was transferred to another facility the next day for a cardiac electrophysiology evaluation and probable internal cardiac defibrillator implantation. Their current condition is unknown.